Event description:
Employee began feeling bronchoconstriction with sob and congestion after another employee took gloves from a container in front of her. She used inhaler with minimal relief. One hour later, she became extremely sob after putting on cotton liners and gloves. She used inhaler without relief. On 10/13/94 she shook out cotton liners at home before washing them and developed bronchoconstriction - treated in ER.